Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded an out of range shock impedance measurement of greater than 120 ohms, exhibited by this transvenous defibrillation lead. It was noted that a non invasive programmed stimulation (nips) study was done as well as a high energy shock which revealed a normal shock impedance. Additional information was provided that the device was emitting beep tones, likely due to the observed out of range shock impedances. There was one out of range left ventricular (lv) pacing impedance measurement noted also. It was noted that all lv impedances have been normal with the exception of the one out of range measurement. The clinical events were cleared. A technical services (ts) consultant discussed that it was physician discretion what to do next. Additional information was provided that a revision procedure was performed, during which the physician noted that the rate/sense portion of the defibrillation lead was able to be easily pulled out of the header. The lead was reinserted, and the set screw was tightened which resulted in a normal shock impedance. Ts advised performing a full non invasive programmed stimulation. Additionally, it was noted that this patient would continue to be monitored via latitude. The device was later explanted and returned for analysis.

Manufacturer narrative:
The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. The root cause of the clinically observed loose connection was attributed to the difference in renewal 3 and 4 header design from previous headers. A product update outlining the setscrew location was sent out to the field representatives on april 22, 2004. Additionally, analysis found that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.